Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was high. The bg level was treated with an injection and a bolus of insulin. The customer changed the cartridge, infusion tubing and site. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be determined.